Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. However, the potential root cause for this failure could be that the material surface is rough, abrasive or uncomfortable causing reaction. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications: patients with urinary retention. Warnings: do not use purewick female external catheter with bedpan or any material that does not allow for sufficient airflow. To avoid potential skin injury, never push or pull the purewick female external catheter against the skin during placement or removal, never insert the purewick female external catheter into vagina, and anal canal or other body cavities. Discontinue use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: not recommended for patients who are: agitated, combative or uncooperative and might remove the purewick female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site. Experiencing moderate/heavy menstruation and cannot use a tampon. Do not use barrier cream on the perineum when using the purewick female external catheter. Barrier cream may impede suction. Not recommended for use on patients who have undergone recent surgery of the external urogenital tract. Always assess skin for compromise nd perform perineal care prior to placement of a new purewick female external catheter. Maintain suction until the purewick female external catheter is fully removed from he patient to avoid urine backflow. Recommendations: perform each step with clean technique. N the home setting, wash hands thoroughly before device placement. Prior to connecting the purewick female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected and not kinked. Ensure the purewick female external catheter remains in the correct position after turning the patient. Remove the purewick female external catheter prior to ambulation. Properly placing the purewick female external catheter snugly between the labia and gluteus holds the purewick female external catheter in place for most patients. Mesh underwear may be useful for securing the purewick female external catheter for some patients. Assess device placement and patient's skin at least every 2 hours. Replace the purewick female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." The device was not returned.

Event description:
It was reported that the wick was sucking up feces, which caused the patient to get urinary tract infections.